Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was not returned to us. Additionally, no imaging of the procedure was received. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The cause of the embolization could not be determined with the information received. However, the device was manufactured according to specifications as evidenced by the device history record.

Event description:
The atrial septal defect (asd) was measured by tee evaluation at 19 x 24mm. A sizing balloon was used and the stretched diameter measured 32mm. A 28mm amplatzer septal occluder was implanted successfully. Approximately six (6) hours after the procedure, the device embolized and was percutaneously retrieved without complications. Additional information has been requested, including imaging of the implant procedure, how the defect was closed and the patient's current status, but has not yet been received. Should additional information become available, a supplemental report will be filed.